Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 155-428 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.